Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the pump's black box showed unexpected pump reboot events and other reboot events following replace battery alarms on (B)(6) 2016. The battery compartment was cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery canister. The pump failed a leak test due to the battery compartment crack. The battery cap was fastened and then unscrewed ½ turn leading to the pump to reboots, reported ¿power¿ complaint was duplicated. The battery was fastened and the pump was able to run for 24 hours with no further reboots. The display contrast was dim and reddish. The bolus button cover was torn but the bolus button was properly responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.